Event description:
IV technician found a small hair in the barrel of a "sterile" syringe. I called the company to report it and they sent me a device to send the syringe back to them so that they could investigate. They also sent me a free box of syringes to make up for my time. The replacement box of syringes is unusable. The box itself looks as though it was stored in someone's garage. It is slightly yellowed and worn. The barrel of every syringe is yellowed above the plunger and has an odor. Tyco/healthcare kendall monoject 3cc luer lock syringes with needle lot# 234312. Other code on box. Will send box back to manufacturer. Will keep one syringe.